Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump had a fluid leak due to a hole in the tubing six years after implant. The physician tried troubleshooting the device but no troubleshooting resolved the issue, so the device was explanted and replaced. There were no patient complications.